Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had difficulty recharging since implant. It was reported that the neurostimulator (ins) had turned sideways and was difficult to recharge and patient was getting poor communication. Patient reported last successful recharging session was several months prior and that was the last time any stimulation was felt. It was added that the patient had turned the device off because he was having a hard time charging. It was also noted that overdischarge was suspected. It was also added that patient was satisfied with the device because it had been giving her a lot of relief from the pain. Additional information received later that patient was still having concerns regarding device or therapy but working with healthcare provider (hcp) or medtronic representative. It was added that patient needed a new battery to be replaced. It was noted that an appointment was scheduled for (B)(6) 2014. A follow-up report will be sent if additional information becomes available.